Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a lens vial, with residue on lens. Visual inspection found the lens optic and haptic torn. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -13.00/+1.0/073 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the patients left eye (os). When the lens was removed, the lens contacted the crystalline lens and a mild anterior subcapsular opacity developed. The surgeon implanted another same model/length lens and the problem was resolved. The patients eye moved when the surgeon inserted the initial icl. The cause of the event was patient related factor/unknown.